Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient's therapy was turning off by itself./ the patient was recharging and the screen froze at one point and had to take the battery out to reset the device. It was reviewed that this could have turned the stimulation off. It was further reported that the programmer froze on the charging screen such that the icons were not updating and the green button on the display stopped blinking. The patient felt stimulation come on at an intense level so the patient reset the controller and was able to turn the device off. The event occurred only once. No further complications were reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient had no further complaints or information- when they met with them the device was working as designed. No further complications reported.